Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of cracked tubing is inconclusive due to poor sample condition. One photo sample of a 19 ga x 0.75 in powerloc safety infusion set was provided for evaluation. The infusion set is shown besides its packaging. The label information appears to indicate lot: asezf114. The safety mechanism is not activated over the needle bevel and no apparent evidence of use is visible. A red circle is drawn over the y-site luer hub. No apparent damage or deformation could be clearly observed from the image. Based on the description of the reported event, possible contributing factors include damage material fatigue and sharp instrument damage. Since the reported event could not be confirmed from the image provided, the complaint remains inconclusive at this time. A lot history review (lhr) of asezf114 showed no other similar product complaint(s) from this lot number. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported a defective port needles/tubing. The tubing attached to the needle is cracked near the y-site. No other information provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported a defective port needles/tubing. The tubing attached to the needle is cracked near the y-site. No other information provided.